Event description:
The physician used a renal denervation catheter to ablate the patients right renal artery. The physician noted dual renal arteries on the right side. The catheter was advanced through the arteries, past a tortuous bend towards the kidney. A dissection was noted at this point. The physician withdrew the renal denervation catheter. The physician decided to use two integrity coronary bare metal stents to treat the dissection. The stents were deployed to the right renal artery to try to prevent the dissection expanding further towards the kidney. The physician experienced difficulties removing the procedural wire from the deployed stents and reported that it felt like the wire was stuck. In order to remove the procedural wire, the physician post-dilated the stents for approximately one minute. All equipment was removed from the patient. The patient was still experiencing pain one week post procedure. The patient has some flow to the right kidney via the dual artery; however approximately one third of the kidney will die. Reference MFR report number 9612164201101175.

Manufacturer narrative:
(B)(4). Evaluation, results: integrity stent is indicated for the treatment of coronary occlusive disease and is not approved for the use in the renal arteries. No device received for evaluation. Evaluation, conclusion: the integrity coronary stent system is not indicated for use in the renal arteries. Root cause of wire removal issues are unknown.